Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient that presented with irritation in the left eye one day post lasik. The patient was noted to have stage one diffuse lamellar keratitis. The topical steroid dosage was increased. Additional information requested.